Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (lot number, concentration, and dose unknown) via an implanted pump. Indications for use were listed as head/brain injury and intractable spasticity. Other medications the patient was taking at the time of the event and medical history was not reported. On (B)(6) 2016 the patient had a pump change out and was in the recovery room. The patient was fine for three hours, moving smiling, and pointing to his throat. (It was thought the patient's throat was sore from the tube in surgery). Two hours past and the patient was not responsive, breathing slowly, eyes wobbling like nystagmus. It was reported "it showed he was having a seizure basically." They called the neurologist fast and dropped the level of the pump. Within the hour the patient showed signs of coming back. The reporter was directed to their health care provider. A company representative (rep) was present. It was noted the pump level was lowered. The reporter thought the dose was "2 80.4" and dropped it down to "200." The unit of measurement was unknown. The change in therapy/symptoms was sudden. It was further reported this was the second time the patient had issues when the pump was changed. The second time the pump was changed the patient had an overdose. The catheters were not changed. The reporter was told the new pump would be more effective. The patient was "fine" now and once the dose was lowered the seizures and non-responsiveness stopped. The reporter wanted to know who updated the pump and filled it. Neurology was not in the operating room (or). Drug information, other medications the patient was taking at the time of the event, medical history, diagnostics performed with results, actions/interventions taken to resolve the symptoms, and the cause of the event was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.